Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see report(s): 0001825034-2017-00562. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Patient¿s legal counsel reported patient underwent right hip arthroplasty and experienced increased metal ion levels, pain, metal poisoning, metallosis, osteolysis, and development of pseudotumors from the metal debris of the magnum device. Patient has not undergone a right revision procedure. No further information has been made available at this time.